Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller wouldn't connect to their device when they were trying to recharge (pt was seeing no device found). Pt inspected their rtm and didn't notice any damage. Pt said the rtm does get hot when recharging. An email was sent to the repair department to replace the rtm. (B)(6)2021 rtg0214067x1 (con): pt called back and reported previously reported information and suggested they should have received a replacement controller and not rtm. Pt said they hadn't yet tried to connect to charge their implant with the replacement rtm, but agreed to do so on the call. Pt connected rtm to controller and said that sometimes it takes them a couple of time to find the implant. Pt reported seeing looking for device, then checking recharge quality; pt first reported poor recharge quality. Pt confirmed controller was charged to 100% and implant was empty. Pt then reported seeing recharge quality excellent. Pss reviewed reason for no device found and that the rtm was the correct replacement part. The patient called because they received their rtm replacement (see secure notes for serial number) and they said they think ps sent the wrong part. Pss reviewed the information with the pt that the rtm was the correct replacement with the issue reported. Pt mentioned seeing "no device found, try again or recharge" on their controller when they tried charging their implant. Pss had pt initiate a charging session with their implant. Pt said that the controller said they could not charge their implant because their controller battery was too low. Pt will charge up their controller and call ps back with assistance through prm. Pss closed case.